Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17752410l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: distributed ¿ sterilmed - reprocessed soundstar eco 8f-90 ge catheter, us catalog #: r10439236, lot #: 2016869. Carto 3 system, us catalog #: unknown, serial #: unknown. (B)(4).

Event description:
It was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and cardiac arrest (requiring cardiopulmonary resuscitation). Prior to use on the patient, the sterilmed reprocessed soundstar catheter was connected to the ge uls and a ¿no probe found¿ error populated. This issue occurred prior to use on the patient. The catheter was exchanged and the issue resolved. While simultaneously mapping and ablating, the patient became hypotensive and a significant pericardial effusion was detected via intracardiac echocardiography (ice). Remainder of procedure was aborted. Pericardial effusion progressed to tamponade and the patient arrested. Cardiopulmonary resuscitation (CPR) was initiated. Pericardiocentesis yielded a large volume (unspecified) of blood and fluid. Protamine was administered for heparin reversal. Patient was reported to be in stable condition post-pericardiocentesis. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that a perforation occurred while accessing the coronary sinus with the ablation catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. No transseptal puncture was performed. There is no sheath information. Generator was set on standard smarttouch sf parameters. Power was set at 35 watts. There is no information regarding other generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated during ablation. Contact force in the rvot at the time of the adverse event was approximately 40 grams. Irrigated catheter flow was set at 15 ml/min while ablating at 35 watts. Patient received anticoagulant during the procedure with activated clotting times (act) maintained at approximately 350 seconds. Act at the time of injury is unknown. There is no information regarding shaft proximity interference value. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Investigation summary: it was reported that a female patient underwent a right ventricular outflow tract (rvot) ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade (requiring pericardiocentesis) and cardiac arrest (requiring cardiopulmonary resuscitation). While simultaneously mapping and ablating, the patient became hypotensive and a significant pericardial effusion was detected via intracardiac echocardiography (ice). Remainder of procedure was aborted. Pericardial effusion progressed to tamponade and the patient arrested. Cardiopulmonary resuscitation (CPR) was initiated. Pericardiocentesis yielded a large volume (unspecified) of blood and fluid. Protamine was administered for heparin reversal. Patient was reported to be in stable condition post-pericardiocentesis. Patient required extended hospitalization as a result of the adverse event. Patient fully recovered. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).